Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 1cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fourth firing of a lobectomy procedure, the surgeon resected pulmonary parenchyma with non-art inculcated reload, however, due to excessive force, he could not staple the tissue to the distal end. He felt the tissue was not that thick. They tried to squeeze the handle again but they could not fire the device anymore. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.